Manufacturer narrative:
Investigation summary: it was reported that syringes found with black and white dots and are damaged or broken. To aid in the investigation, ten samples and nine photos were received for evaluation by our quality team. The samples came bulk packaged. A visual inspection was performed and damaged syringe barrels, embedded degraded resin and rubmarks were observed. Rubmarks are imperfections and considered acceptable. The photos provided show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly equipment was performed. Alignment of rails and conveyors were acceptable. Flow of products was good. Frequency of inspections were increased to mitigate the embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported multiple syringe 20ml ll bns displayed damage. The following information was provided by the initial reporter: "black dots: 218 pieces damaged/broken: 102 pieces".